Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered when patient had called into technical services. It was discovered that the patient drained 4175 ml during drain 1 of the treatment. This drain volume is 190% of the patient's fill volume of 2198 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Patient has not required any medical intervention. Patient is performing manuals due to not wanting to use the cycler. The patient said there was no harm, intervention or adverse events associated with the overfill. The patient was advised to stop using the cycler and a new cycler was sent. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered when patient had called into technical services. It was discovered that the patient drained 4175 ml during drain 1 of the treatment. This drain volume is 190% of the patient's fill volume of 2198 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Patient has not required any medical intervention. Patient is performing manuals due to not wanting to use the cycler. The patient said there was no harm, intervention or adverse events associated with the overfill. The patient was advised to stop using the cycler and a new cycler was sent. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3 plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.valve actuation test ¿ passed. System air leak test ¿ passed.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.